Event description:
During procedure to remove lt-femoral thrombus pt arrested, went into complete heart-block/rate 20, then v-fib. ICD failed to pace or fire. Device was interrogated upon removal and found to be completely dead. Pt has experienced memory loss related to anoxia.

Event description:
Add'l info rec'd from MFR 11/18/02: preliminary analysis confirmed no telemetry and no output. Further analysis indicated there was an excessive current drain and damage to multiple circuit components. Cause of this damage cannot be identified. This device did not have the short circuit protection feature. It is also noted that the event occurred during an invasive surgical procedure where cautery may have been used. MFR's labeling states if use of electrosurgery is necessary, the current path and ground plates should be kept a minimum of 6 inches from the ICD and leads. Failure to do so could induce ventricular arrhythmias or cause device malfunction or damage. Follow-up is being conducted with the healthcare provider to determine if other circumstances were involved in this event.